Event description:
It was reported that the paramedics failed twice when trying to use the ez-io driver on the patient and were unable to give the patient an intraosseous infusion. The power worked for a few seconds and then stopped. The patient was only infused when the ambulance arrived 10 minutes later. The patient passed away. It was noted the drive was put into service on (B)(6) 2013. There have been about 15 insertions with the device since that time and was last used on (B)(6) 2014 with no problems. They have not tested the device every morning to see if it works. The driver was stored in the bag with the trigger guard on in the thermo-welded plastic case. No red light indicting no power and no sign of the engine slowing down prior to the incident.

Manufacturer narrative:
(B)(4). Sample will not be returned.